Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time on the console was correct, but it was not pushing up to the medstation. Nurses were unable to remove medications at the appropriate times. A technical support engineer connected to both the console and the station and confirmed that both were displaying a time one hour ahead. The engineer shut down the console, disabled the 'automatically adjust for daylight saving time' setting, and corrected the time. Once the correction was made on the console, all connected stations automatically updated to match the corrected console time. The issue was resolved. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 time on the console was correct, but it was not pushing up to the medstation. Nurses were unable to remove medications at the appropriate times. There were no adverse events or injuries reported based on this incident.